Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g2, h6.

Event description:
Healthcare professional reported right side rupture confirmed via MRI.